Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation results, the most probable cause of the complaint is expected or random component failure, attributed to an identified electrical/electronic component problem, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for evaluation of a separate issue. During evaluation, a reportable malfunction was identified: damage to the circuit board unit resulted in the image not being displayed. There was no patient involvement associated with this event.